Event description:
In early 2010, the patient presented for treatment of lower back and leg pain. The patient underwent spinal fusion surgery in early 2010 using rhbmp-2/acs. Immediately following surgery, the patient's pain increased and was non-stop. The patient underwent another spine surgery in (B)(6) 2011, again using rhbmp-2/acs. When the pain continued to increase, the patient underwent a third surgery in (B)(6) 2011, using rhbmp-2/acs. The patient continued to have unbearable pain and followed up with the surgeon. In (B)(6) 2012, the patient underwent a fourth surgery. The surgeon informed her that this was to clean out scar tissue and repair the sciatic nerve. Post-op, the patient obtained a staph infection from the surgery and was near death. The patient continued to live with constant and excruciating pain. She was unable to perform daily and normal activities because of the surgeries.

Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.so, cause of event cannot be determined.